Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.